Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: h6: manufacturing record evaluation: the actual device was not returned for evaluation; therefore, the reported condition was not confirmed. However, a manufacturing record evaluation was performed for the finished device lot number(169l590) which indicated that there were no non-conformances identified. H4: device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as (B)(6)2023.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. H4: the device manufacture date is currently unavailable. UDI: (B)(4).

Event description:
It was reported by the affiliate in japan that during an anterior cruciate ligament repair procedure on (B)(6) 2023 the truespan 24 degree plga device was being used for the meniscal suture. After the first anchor was inserted, the suture that was supposed to connect the anchors had snapped by the time the second anchor was inserted. The first anchor was removed, and the meniscal suture was completed by inside-out method. It is unknown why the suture snapped or if it had even been snapped in the first place.the surgery was completed successfully within 30 minutes delay. There was no harm to the patient. The device was brand new and the first use when the issue occurred. There were no adverse patient consequences reported. No additional information was provided.